Manufacturer narrative:
Results: bd received one actual sample and photos from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on the investigation, the root cause for the additive abnormality was determined to be related to the spray coat process.

Event description:
It was reported that the bd vacutainer® k2edta tube had an additive abnormality. No injury or medical intervention.